Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred prior to boarding a flight. Customer's blood glucose level ranged between 108-109 mg/dl. A cartridge change was performed resolving the alarms.